Event description:
It was reported that this pacemaker system exhibited undersensing on the right atrial (ra) lead channel, which led to inappropriate pacing as well as the device marking premature ventricular contraction (pvc) inappropriately. Technical services (ts) was consulted, and all parameters and measurements were within normal range. No adverse patient effects were reported. This system remains in service.